Manufacturer narrative:
Complaint type will be monitored.

Event description:
Health care facility reported that a patient receiving antibiotics, blood products, and IV fluids through cvc in right subclavian double lumen catheter had a 1657 tegaderm chg dressing in place developed eschar and after removing the dressing, skin was reddened under the chg gel pad. The facility reported that chloraprep had been used on the skin prior to dressing application. The facility reported that the catheter was removed due to skin reaction and cultures were taken off the catheter tip and blood, results were negative for both. Silvadene was applied to the skin and the area improving.